Manufacturer narrative:
Concomitant medications included asa, plavix, altace, metoprolol, and lipitor. Please note that the exact implant date of the study stent is unknown; however it was reported that the initial cypher stent was placed in 2004. As reported from the medical affairs, a patient experienced coronary artery restenosis. The patient reported to have had a cypher stent placed in the proximal left anterior descending lesion following an "aci" in 2004. In 2005, five weeks after discontinuing plaivix, the patient experienced a re-stenosis and a second cypher stent was placed in the proximal left anterior descending lesion. Plavix was reordered. No additional information is available. The stents remain implanted in the patient thus unavailable for analysis. There is no lot number provided for this product device thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to assess potential contributing factors.

Event description:
As reported from the medical affairs, a patient experienced coronary artery restenosis. The patient reported to have had a cypher stent placed in the proximal left anterior descending lesion following an "aci" in 2004. In 2005, five weeks after discontinuing plaivix, the patient experienced a re-stenosis and a second cypher stent was placed in the proximal left anterior descending lesion. Plavix was reordered. No additional information is available. The stents remain implanted in the patient thus unavailable for analysis.